Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient¿s husband contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was intermittently displaying the apply sample message when attempting to test her blood glucose. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The reporter advised that the alleged issue had been ongoing since they obtained the meter. The patient manages her diabetes with self-adjusted insulin (novalog, 5 to 10 units) and the reporter claimed that the patient administered her usual dose of medication based on a sliding scale (5-10 units). The reporter stated that an unknown time after the alleged issue began, the patient developed symptoms of ¿not feeling right¿; however, he was unable to specify exact symptoms the patient experienced. The reporter claimed that the patient was hospitalized for approximately 9 days where she received treatment of ¿IV fluids and other kinds of medications¿; however, he was unable to specify further as to the date/time she was admitted to hospital. The patient¿s blood glucose was reportedly measured at ¿140, 150 and 160 mg/dl¿ on the hospital device during the patient¿s stay at hospital. During the call, the reporter also advised that the patient has been diagnosed with pancreatic cancer and stated that the patient was hospitalized because she was taking too much insulin due to the alleged issue with the subject device. At the time of troubleshooting, the csr established that the product was not being used for the first time and confirmed that the patient was following the correct testing procedure and using the correct test strips. The reporter was unable and/or unwilling to walk through a retest and the issue therefore remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.